Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a pediatric pt. Relevant medical history/diagnosis: diagnostic procedure. The clinician reported that at 8:00am we had a diagnostic pediatric case the cath lab 1, (B)(4), requiring a change of conditions 3x with pressure recordings in each condition. During condition 3, the pt was on 20ppm nitric and 100% o2, the wedge balloon (filled with air) ruptured in the ra while attempting to float across the valve. The wedge was removed, examined and a new wedge was inserted and used to continue the case. There was no reported pt death. It is unk if the pt was injured. The therapy was delayed. The pt showed no adverse effects from the rupture. No hemodynamic changes, no oxygen drop.